Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient underwent a tibial revision surgery to treat non-union on (B)(6) 2015. The patient was initially implanted with synthes 10mm titanium tibial nail and three, 5.0mm titanium locking screws on an unknown date during (B)(6) 2014. During the revision surgery the four synthes devices were removed. The patient was reported to be fine post-surgery. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Date of implant was reported as an unknown date during (B)(6) 2014. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device was reportedly discarded by the reporting facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.